Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg did not communicate with external devices. Troubleshooting was attempted to no avail. The patient's ipg was deemed inoperable. Surgical intervention may be pending to address this issue.

Event description:
Additional information was received patient had ipg replacement. Surgical intervention resolved the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.